Event description:
During preparation for a surgery, the pt slipped off the spinal unit and fell to the floor. According to the info received from the hosp, a grating noise was heard then the spinal unit began to move in downward direction, until it was no longer able to support the pt correctly. There was no injury or adverse effects to the pt. (B)(4).

Manufacturer narrative:
A maquet service technician inspected the functionality of the product at the site. No error could be detected. The incident described could not be reproduced. Maquet could not determined if the pt had been properly secured to the table to which the spinal unit was mounted at the time of the event. The product was returned to the factory for further investigation where functional and visual examinations. No abnormalities with the device were found. MFR's eval: when using the product in accordance with instructions for use with an engaged safety catch this behavior can not be reproduced. The most likely cause is that the safety catch was not locked. Then, due to high load, this resulted in slipping through the tooth system. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.